Event description:
It was reported that during a paroxysmal pvi, following transeptal, a vizigo was in the left atrium and a varipulse was connected. The physician noted that the vizigo would entrain air when the catheter was inserted. The catheter was inserted 3 times following proper sheath hygiene before no bubbles were seen. The physician noted that the sheath felt tight and that there was not a proper seal forming as he could feel the electrodes of the varipulse feeling "caught" on the vizigo during insertion. No air entered the patient's body. There was no confirmation of blood return. No damages or dislodgments with the hemostatic valve, brim cap, or hub were noted. No further details were provided regarding troubleshooting of the air issue or completion of the procedure. No patient consequences were reported.

Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).